Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Could not fire farther. During the endoscopic assisted radical resection of distal gastric cancer, could not fire farther after fired a half with ecr60g, opened the jaw, found the staples malformed. Changed another new ecr60g, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p58a3n. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with an ecr60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/4. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.